Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the stent was deployed to the target site, the guide catheter detached from the delivery system. All pieces of the guide catheter were retrieved with a snare. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual inspection of the device revealed the guide pull wire component was bent. The bend was noticed at approximately 8 centimeters proximal to the white molded handle. The push catheter was kinked and bent along its entire working length with the rx window on the push catheter deformed. The guide catheter usually attached to the guide pull wire was dislodged (broken away) from the entire delivery system. The guide catheter was kinked and stretched. The stent was not returned for additional analysis. Functional evaluation could not be performed on this device due to the damages. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the stent was deployed to the target site, the guide catheter detached from the delivery system. All pieces of the guide catheter were retrieved with a snare. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B) (6). (B) (4) therapy/non-surgical treatment, additional. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.